Event description:
It was reported that the patient's right atrial lead was dislodged. The dislodgement was confirmed via x-ray diagnostic imaging. The lead was explanted and replaced. The patient condition was stable post-procedure.